Event description:
A caller reported a malfunction on the insulin pump, identified by the malfunction code, malf 3. There was no adverse impact to the customer¿s blood glucose level. The customer's technical support team arranged for a replacement pump to be sent, and the caller was instructed on how to transition to a backup insulin pump to ensure continuous insulin delivery. The customer was advised on returning the faulty pump and acknowledged understanding all instructions, including storage procedures for the current pump before its return.